Manufacturer narrative:
The reason for this revision surgery was the patient was experiencing joint pain, bone loss and looseness of the prosthesis after 8.2 years of patient implant use. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the 5th complaint against this part number; this one for pain and the others were for trauma, stability and dislocation. This is the first complaint from this lot. Information was not provided that definitively described the root cause of the pain, bone loss and stability issue. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - the patient had lots of pain in joint, bone loss in joint and the prosthesis was very loose. Per the representative, the surgeon replaced the djo product with a biomet shoulder, not djo product.